Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted during testing. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or perform/verify time/clock anomaly and upload anomaly data due to buttons not responding. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was gradually losing time. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.